Manufacturer narrative:
The device history records for the sam 500p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 500p passed ¿out qat¿ from heartsine technologies on the 4th september 2014. Upon receipt, it was found that the tamper label had been broken and the device was failing self-tests due to an rtc error. Further investigation revealed that the coin cell had been forcibly removed from the device, as evidenced by the twisted terminals remaining on the board. The removal of the coin cell would account for the rtc errors and the lack of a status indicator, as the bt1 coin cell provides power for the rtc circuit. Information from the history log showed the device performed to specification up to the 12th november 2017 therefore, it is assumed that the coin cell had been removed after this date, resulting in the rtc errors detailed in the history log. Furthermore, there was no evidence within the history log or during testing at heartsine to support the reported complaint of device switching on automatically. With the coin cell replaced, the device was temperature cycled between 0°c and 50°c for 48 hours while performing a self-test every 20 minutes. This is equivalent to approximately 33 months of normal use without fault.

Event description:
Device switches on automatically. There was no patient involved in this event.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Device switches on automatically. There was no patient involved in this event.